Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the first time the 5f 125cm temps mp a1 contrast catheter went towards the blood vessel, after removing it, the operator wiped the blood on the tube with gauze, and the tip end of the tube broke off with a gentle rubbing. There was no reported injury to the patient. The device was prepared as specified by the instructions for use (IFU). There was no apparent damage to the device noticed prior to use. The vessel had no tortuosity, and there was no resistance encountered while advancing over the guidewire. The device will be returned for evaluation. Device images showing the tip broken off are not available.

Manufacturer narrative:
As reported, the first time the 5f 125cm tempo mp a1 contrast catheter went towards the blood vessel; after removing it, the operator wiped the blood on the tube with gauze, and the tip end of the tube broke off with a gentle rubbing. There was no reported injury to the patient. The device was prepared as specified by the instructions for use (IFU). There was no apparent damage to the device noticed prior to use. The vessel had no tortuosity, and there was no resistance encountered while advancing over the guidewire. The device was not returned for evaluation as multiple attempts were made without success. Device images showing the separated tip are not available. Without the return of the device or images for analysis, the reported customer event ¿brite tip/distal tip-separated¿ could not be confirmed. Handling or procedural factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿to prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the first time the 5f 125cm tempo mp a1 contrast catheter went towards the blood vessel, after removing it, the operator wiped the blood on the tube with gauze, and the tip end of the tube broke off with a gentle rubbing. There was no reported injury to the patient. The device was prepared as specified by the instructions for use (IFU). There was no apparent damage to the device noticed prior to use. The vessel had no tortuosity, and there was no resistance encountered while advancing over the guidewire. The device will not be returned for evaluation as multiple attempts were made without success. Device images showing the tip broken off are not available.